Manufacturer narrative:
After the devices failed to deploy the clips inside the patient, the physician was able to successfully deploy the clips into a towel outside the patient. Review of the device history records found no issue during the manufacture of either device; the devices were manufactured to specification. The instructions for use instruct the user to, "deploy padlock clip by rapidly pushing the thumb actuator while holding the handle body." The padlock clip device is compatible with endoscopes with an outer diameter between 9.5mm and 14mm. The endoscope in use during to procedure had a diameter outside this range. In-service training will be provided to the customer. Not returned to manufacturer.

Event description:
The user facility reported during a hemostasis procedure two padlock clips failed to deploy. The patient was subsequently sent to interventional radiology to complete the procedure and was discharged the same day.